Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the camera mounting screw had pulled out of the mounting plate. Maquet determined that the device failed to meet its specification due to an excessive mechanical force during use. Additionally the device was directly involved with the reported incident and was being used for treatment of the patient when the event occurred. The powerled operating manual includes a pre-use verification that the camera is properly held in place.

Event description:
The customer reported that, during a surgery, the camera came off from the lighthead and was handling by the cable. There were no injuries reported. (B)(4).